Event description:
It was reported that during preparation, when calibrating the pressure wire x wireless guide wire device, an error value (-30 mmhg) occurred. Additionally , the device was stuck in the dispenser coil and became separated. Therefore, the device was not used in the patient and a non-abbott device was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported signal loss and difficulty to remove the guidewire were not able to be confirmed; however, the reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication issue (signal loss), difficult to remove the guidewire from the hoop, and material separation appear to be related to circumstances of the procedure. The returned guidewire was noted to be bent throughout, which was the cause for the reported difficulty to remove the guidewire from the packaging coil/hoop and the resulting material separation and signal loss. In this case, it is likely that the guidewire damage occurred during removal of the guidewire from the hoop, or the guidewire was damaged while still in the hoop; however, the exact cause of the damage could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event/procedure estimated as (B)(6) 2024